Manufacturer narrative:
The reported event of unable to communicate via bluetooth telemetry was confirmed. The logs were reviewed and determined there was a memory corruption.

Event description:
It was reported that the patient presented remotely. Upon review, the implantable cardioverter defibrillator exhibited failure to interrogate using bluetooth telemetry. No intervention was performed. Patient was stable.

Event description:
New information notes that the patient presented in-clinic on (B)(6) 2022. Programming changes were made on the device. The device was then paired with the patient's phone without issue. No patient consequences.